Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat restenosis in a shunt with no tortuosity, heavy calcification and 90% restenosis, an armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion. The balloon was pressurized; however, the pressure indication did not go further than 6 atmospheres and leakage was observed around the connection between the shaft and the hub. Reportedly, no anomaly was noted during preparation of the armada 35 pta catheter. The armada 35 pta catheter was replaced with a non-abbott balloon catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and leak were able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.